Event description:
A malfunction alarm was reported when a pump showed a malfunction code, which persisted even after the initial reset. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer with resetting the pump and decided to replace it. The customer was instructed to use an alternate form of insulin therapy and agreed to return the faulty pump using a pre-paid label within 10 days.